Event description:
Spontaneous call from pt who reports a pump malfunction with their last infusion last week. Pt was able to complete infusion and did not have any adverse effects. Pt will shipped out a new pump and the old one returned for inspection. No other info known. Reported to (B)(6) by pt/caregiver.